Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy since implant on (B)(6) 2016. The patient was not happy with the therapy they were receiving from the implant compared to the trial. The patient¿s urine flow was only ¿petering out.¿ the patient didn¿t feel stimulation and the therapy was on. The patient synced with the device and was on 04v and increased stimulation to 0.9v. The patient had overstimulation in the tailbone area and turned stimulation down to 0.8v. The patient felt comfortable stimulation at 0.8v and the situation was resolved. The patient would have a follow-up appointment on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.